Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to start therapy in an arctic sun device but were getting a low air leak message. Flow rate (fr) was 1.3lpm, inlet pressure (ip) was -2.6psi, circulation pump command (cpc) was 100 percentage, pump hours were 11647and system hours were 12573. Had nurse stop therapy, empty and disconnect pads, and place device in manual mode. In manual mode with only the fluid delivery line (fdl) attached flow rate (fr) was 1.9lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 61 percentage. Connected left chest pad, flow rate (fr) was 1.3lpm, inlet pressure (ip) was -6.7psi, circulation pump command (cpc) was 53 percentage. Connected left thigh pad, 0.9lpm, -2.6psi. Moved to another valve set. Flow rate (fr) was 0.7lpm, inlet pressure (ip) was -2.7psi. No visible damage to fluid delivery line (fdl). Fluid delivery line (fdl) firmly seated. Removed left thigh pad and connected right thigh pad, flow rate (fr) was 2.5lpm, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 89 percentage. Connected right chest pad. Flow rate (fr) was 2.6lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 63 percentage. Disabled manual mode. Suggested replacing thigh pad with a universal pad. Flow 2.6lpm in automatic mode. Lot ngjs3473. Therapy continued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to start therapy in an arctic sun device but were getting a low air leak message. Flow rate (fr) was 1.3lpm, inlet pressure (ip) was -2.6psi, circulation pump command (cpc) was 100 percentage, pump hours were 11647and system hours were 12573. Had nurse stop therapy, empty and disconnect pads, and place device in manual mode. In manual mode with only the fluid delivery line (fdl) attached flow rate (fr) was 1.9lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 61 percentage. Connected left chest pad, flow rate (fr) was 1.3lpm, inlet pressure (ip) was -6.7psi, circulation pump command (cpc) was 53 percentage. Connected left thigh pad, 0.9lpm, -2.6psi. Moved to another valve set. Flow rate (fr) was 0.7lpm, inlet pressure (ip) was -2.7psi. No visible damage to fluid delivery line (fdl). Fluid delivery line (fdl) firmly seated. Removed left thigh pad and connected right thigh pad, flow rate (fr) was 2.5lpm, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 89 percentage. Connected right chest pad. Flow rate (fr) was 2.6lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 63 percentage. Disabled manual mode. Suggested replacing thigh pad with a universal pad. Flow 2.6lpm in automatic mode. Lot: ngjs3473. Therapy continued.